Event description:
It was reported that the reservoir fell out of the insulin pump. Customer's blood glucose reading was 14.7 mmol/l and had treated with the insulin pump. Customer's blood glucose readings then dropped to 2.2 mmol/l. Customer treated by removing the insulin pump and drinking soda. It was further reported that the customer continued to experience fluctuating blood glucose readings. Customer's current blood glucose reading is 4.7 mmol/l and has treated with soda and liquid glucose. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Reservoir was noted to be showing more insulin than the status screen. Displacement test was also performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.